Manufacturer narrative:
The cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) with an elevated blood glucose (bg) of 431 (mg/dl) and diabetic ketoacidosis (dka). Subsequently, the customer was admitted to the hospital. Prior to the ER the customer delivered a bolus and adjusted basal rate settings to address bg. Reportedly, the customer believed the pump was not delivering insulin properly. While in the hospital the customer retrieved manual injections and an IV drip. System check with tandem customer technical support (cts) indicated the pump was performing as intended. Customer acknowledged. The customer reported using the cartridge with humalog insulin for three days. Cts educated the customer on insulin labeling and cartridge labeling. In addition, tandem clinical diabetes specialist (cds) educated the customer on features of the pump, and how to properly changing pump settings. Reportedly, the customer's healthcare provider felt the customer needed further training on pump therapy. The customer was released from the hospital after two days with the issue resolved.